Manufacturer narrative:
The device has been checked on site in correspondence to the dräger test certificate and passed completely. The device-log and the power supply were sent to the manufacturer for investigation. The power supply showed no malfunction. The device-log gives also no hint to a device failure, but shows several situations of pressure release for the time of the reported event, as the pressure limit (set by users) was exceeded during this ventilation. The device log doesn´t show any sequence which corresponds to the reported event and to the later new start and check. Several requests on site did not result in the provision of additional information. In case of a malfunction the evita xl will generate an alarm to notify the user of the problem. If ventilation stops the evita xl will open the patient-system to atmosphere to make spontaneous breathing possible. Conclusion: no device error could be identified and despite several requests on site the circumstances could not be clarified more detailed.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
Reportedly the evita xl failed during ventilation. The display turned black and it was not possible anymore to start the device. No injury reported.